Event description:
Post market surveillance study. Same case as MFR report #: 2134265-2008-02644. It was reported that 175 days following a coronary artery drug eluting stenting procedure the patient developed in-stent restenosis. The index procedure treated a 70% stenosed, 3.0x35.4mm lesion of the proximal lad (left anterior descending). Treatment consisted of predilation using a 2.5x20mm balloon, placement of two taxus express2 drug eluting stents (3.0x32mm and 3.0x8mm), post dilation, and confirmation with ivus (intravascular ultrasound). The patient was discharged two days post procedure on asa and plavix. The patient developed in-stent restenosis 175 days following the index procedure. The proximal lad was treated with another manufacturer's drug eluting stent and discharged two days post procedure. The patient was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication.